Event description:
Per the clinic, the patient experienced intermittencies with the internal device. Hardware exchange, troubleshooting and reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on july 20, 2023.

Manufacturer narrative:
Device analysis report attached. This report is submitted on october 17, 2023.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2023 and the patient was reimplanted with another cochlear device during the same surgery. This report is submitted on august 18, 2023.